Manufacturer narrative:
The pump has not been requested for return to animas at this time; the patient was advised to change the supplies and contact animas if the issue continued. There have been no further reported call service alarm issues at this time. The reported call service alarm issue is not likely to result in an adverse event because the pump alarmed to alert the user of an issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient's health care professional contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for a blood glucose level of 800 mg/dl with severe nausea, vomiting, and hallucinations. The reporter indicated that the patient was not wearing the pump at the time of admission to the hospital. The reporter stated that the patient had disconnected from the insulin pump due to the pump alarming for cs 064-0001 and which the patient was unable to clear by rebooting and repriming the pump. The patient's certified diabetes educator (cde) reported to animas that the pump started acting up on (B)(6) 2013 and the patient went onto injections at that time. The cde stated that the patient subsequently got the flu and went into diabetic ketoacidosis and was admitted to the hospital 3 days later. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis after discontinuing the pump related to recurring pump alarms and becoming sick with the flu.